Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test otc performed on (B)(6) 2021 and obtained a negative result. Pcr confirmation testing was performed on an unknown sample and generated a positive results (CT values not provided). The consumer stated that they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 167149 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160/195-260 lot 167149 , test base part number 195-430h / lot 155984. The lot met the required release specifications. A review of the complaints reported asfalse negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 167149 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issuee; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.